Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the printer drawer was missing. Analysis also found the power supply was out of electrical specification. Power cord bay assembly was broken, keyboard was damaged, and left keyboard hinge was broken. It is noted stylus pulled apart, but was functionally ok. (B)(4).

Event description:
It was reported the paper drawer was missing. The company representative could not remember the issue with the programmer. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.